Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). During the phone call, the customer discovered that the power was not plugged in all the way. The customer pushed in the power securely into the back of the unit and stated that the issue was resolved. The following day, the customer confirmed via email that the issue has been resolved. The device will not be returned to olympus for evaluation.

Event description:
It was reported the high flow insufflation unit powered off and then back on by itself. The issue occurred during a therapeutic gall bladder removal procedure which was completed with the same device. There were no reports of patient harm.